Event description:
It was reported that the user¿s ilet pump cartridge fell out and remained out for approximately five hours, after which the user reinserted the cartridge and experienced high blood glucose, including a fingerstick value of 453 mg/dl; technical support advised that the system¿s correction algorithm would address elevated glucose. Investigation of this case revealed user management of insulin delivery was interrupted due to a dislodged cartridge with subsequent resumption of therapy, with no device malfunction confirmed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury and no medical or surgical intervention. It was concluded that hyperglycemia occurred with cause unclear and that the device functioned as designed after the cartridge was reinserted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.